Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the main cart would intermittently show a no input message, but the camera cart would display the software. It was noted that the software video appeared on the main cart after multiple reboots, but displayed no video again after another shutdown. The video was exported to an external monitor by bypassing the I/o panel and the external monitor did not receive video. The external monitor was checked to make sure the external video was enabled and that the external monitor was connected before the system was powered on. The monitors were swapped and both displayed the software with no change when they were swapped back. The system was powered down after swapping the monitors back. It was noted that both monitors had initially worked. The system was rebooted and the camera cart displayed no input. It was confirmed that the input was set to dp. The monitor video cables were switched, the inputs changed, and the main cart monitor showed no input when configured to the dp video cable. The camera cart dp was directly plugged into the main cart and it was still showing no input. It was noted that the main cart issue was resolved by reseating connections. There was no patient involvement.

Manufacturer narrative:
A manufacture representative went to the site to inspect the system. The dp cable was found to be broken. The cable was replaced and issue resolved. If information is provided in the future, a supplemental report will be issued.